Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector and cable cracks, water tightness loss, and electrical contact corrosion; a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of the cable caused a communication failure which resulted in no image. The water tightness loss was due to the cracks in the connector. The most probable cause of the complaint is cause traced to component failure a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited error code 227, and the image did not appear. There were no reports of patient harm.